Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned (45) 0.3ml, 31 gauge, 8mm syringes from lot#2131604, reporting incorrect glucose level. 30 of the syringes were inspected via gauge to ensure correct placement of the graduation markings. All samples found to be within permitted specifications. Based on the returned samples, no defects that could lead to improper delivery of medication were observed. A review of the device history record was completed for batch # 2131604 all inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure of scale misaligned on the barrel. Root cause cannot be determined as the reported failure could not be confirmed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle scale markings not properly aligned. The following information was provided by the initial reporter: consumer reported found in the past 3 days syringes with scale markings not properly aligned.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle scale markings not properly aligned. The following information was provided by the initial reporter: consumer reported found in the past 3 days syringes with scale markings not properly aligned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.